Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented post-implant procedure. Upon discharge device check, a chest x-ray confirmed the right ventricular lead was dislodged. The physician successfully explanted and replaced the lead. The patient was in stable condition.